Manufacturer narrative:
Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on october 1, 2017. Subsequently, medtronic diabetes conducted a two year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experience high blood glucose levels of over 400 mg/dl and 500 mg/dl. Customer attributed the elevated blood glucose levels to problems with her infusion sets. Customer reported treating the elevated blood glucose with manual injections of insulin. No troubleshooting was performed during the call. No product was expected to be returned.